Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the customer was hospitalized for high blood glucose on (B)(6) 2014. The blood glucose meter was reading high at the time of admission. The mother could not recall any significant events leading to the hospitalization. It was also found the customer had diabetic ketoacidosis for unknown reasons. Customer was admitted into the intensive care unit as a result of their high. Troubleshooting found the insulin pump passed a high pressure test. It was also found the customer had unexplained no delivery alarms and the insulin pump was making a loud noise during the rewind process. The insulin pump will not be returned for analysis.